Manufacturer narrative:
Covidien service technician determined the speaker did not function and the speaker was replaced. The service technician reported that the unit was dropped as damage to the unit was found.

Event description:
Covidien service center received a n-550 with the customer requesting to check the speaker.